Event description:
It was reported in a letter in ajhp that "several" occurrences of precipitation were noted when a fg8200 and a 2c1042 admin. Set were used to administer lorazepam as a continous infusion. The precip. Was observed in the cassette area and in the tubing between the cassette and the pt. Central lines were used with the pts, however no pt injuries resulted. Intervention involved discontinuation of the infusion and conversion to an intermittent injection regimen or use of another agent. The article stated that the precipitation may be the combined result of low drug solubility and agitation by the volumetric pump. The package insert for lorazepam does not providd info on the stability of the drug in solutions for infusion, nor does it discuss continuous infusion as mode of administration.